Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event confirmed by glucometer with a lowest cgm reading of 52 and treated with oral glucose tablets, while also noting cgm sensor issues and declining in-depth troubleshooting. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.